Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure, the single use mechanical lithotriptor tip detached and fell into the duodenum. Based on the physician's clinical judgment, the detached tip was not retrieved. The procedure was successfully completed using another device of the same model. There were no reported patient health hazards or adverse effects associated with this event.